Event description:
It was reported that the implant was never working out well, as it was believed to be due of ossification of the basal turn, where a channel was drilled for the implant. Benefit from the device disappeared over the last years. Detailed CT scan revealed that the electrode was only partly inserted and went outside the cochlea after a short passage in the former basal turn. The patient was re-implanted on (B)(6) 2014. Through a combined approach including tympanotomy, the electrode of the new device could be successfully inserted through an opening at the second part of the basal turn of the cochlea.

Manufacturer narrative:
The device has been explanted and has been returned to med-el headquarters in innsbruck, where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.